Manufacturer narrative:
The field service engineer (fse) was onsite (B)(4) 2008, to investigate the event. The fse checked the belts, aspirate probes, and the mixer. No issues were noted. Then the fse performed a high sensitivity (hs) system check and no failures were noted. Although the customer suspects pre-analytical variable may have contributed to the event and the data supports pre-analytical factors as a possible cause, a definitive root cause could not be determined for this event. This is one of two separate MDR reports related to two pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02530 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested on a different instrument and the result were within the normal reference range. The initial elevated results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.